Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose level was 180 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.